Event description:
It was initially reported that the impedance had increased; bipolar 3059 ohms (was 666 at implant), and unipolar 2749. The threshold had also risen from 1.3v to 2.0v. It was suspected that a lead fracture was developing. The lead was subsequently partially explanted. Additional information was received reporting probable crush fracture, high impedance (greater than 3000 ohms unipolar), sensing difficulty, and threshold increase. A medwatch 3500a was received reporting progressive lead impedance increase. No patient complications have been reported as a result of this event.